Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately halfway through the procedure, the physician received a low water level reading. The prolieve catheter's prostatic dilatation balloon was leaking. The procedure was completed with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been rec'd, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.